Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional (hcp) and a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml; 6.941 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient had issues with the pump and was not exactly sure why. The patient heard an alarm (B)(6) 2018 (low reservoir alarm); empty reservoir alarm (B)(6) 2018. The pump was empty. The patient was not comfortable with the way the office was scheduling her refill dates because they were so close to when the pump was to alarm. Per the patient, if the office or she got sick her refill may be missed or late. Unless the office "mis-figured", her pump was not supposed to alarm until the (B)(6). The previous night ((B)(6) 2018) the patient thought the pump alarm was her cell phone, but then realized it was the pump. The patient first thought it was beeping every hour, then stated it was more frequent than that. The morning of (B)(6) 2018 the pump quit alarming. Per the patient, she knew when the pump reservoir gets low "it doesn't flow as well as it does at other times because you feel the difference of the medication" the patient noticed this about four weeks before the alarm date. The patient questioned if it (pump) was ¿sputtering¿ and stated she knew that does happen because it was trying to pull the medication through the line and it's empty". The patient knew what happened and called the doctor yesterday ((B)(6) 2018) and asked questions about refill dates and then stated she got the last refill date mixed-up citing it was her fault she got the dates mixed up. On 5/15/2017 the patient had a concussion, so she didn't remember the refill date. The cause of the concussion was that she got hit going 67 miles per hour. At the time of the concussion the dose/concentration for morphine was "2 point either 76 or 96". Since then it had been increased. The patient had a lot of pain, and "tried to ride it out". The patient ¿thought something was wrong with the pump because all of a sudden I wasn't getting any pain relief". It was suggested to the patient that she could consider going to the emergency room for symptoms that were presenting. The patient stated "no, no way, no". The patient did not have a personal therapy manager (ptm) and asked how she could obtain one. " the drug had "always been straight morphine¿. The patient was ¿allergic to every other thing on the planet except one antibiotic". The patient obtained her telemetry strip while mentioning "I don't wear glasses because I'm too vain and I should. It's my fault for not being more diligent. I need to be more competent instead of trusting everybody to do my job". The telemetry strip read alarm date (B)(6) 2018. The patient stated "they were incorrect and kept telling me my alarm date was the (B)(6). On the sheet it said the (B)(6). The appointment was not scheduled until after the initial alarm date. The refill was scheduled for the (B)(6) but the patient got "iced in" because she lived in the mountains. The patient stated the doctor¿s office was not in on friday then stated, "there's nobody at the doctor's office but 'the girl' and she shuts down at 11". The patient had a refill scheduled for monday. In regard to the pump refill, the hcp was not able to update the pump. The hcp had access to a clinician programmer (8840). Assistance was requested to program the pump since the tabs were grayed out. It was explained to the hcp how to program the pump. The hcp was able to navigate through the tabs now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient called on 2018 (B)(6) stating that they're pump had been alarming for 3 days. The patient had a refill on 2018 (B)(6) which they cancelled. When the patient came in to the office on 2018 (B)(6) for their refill the pump was properly working upon interrogation. They were expected to pull 0.5ml from the pump. It was reported that the pump was refilled with no complications. It was reported that the pump not flowing as well and no pain relief had been resolved. The patient's weight was (B)(6) at the time of the event. No further complications were anticipated/reported.